Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty and a shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician advanced a 20x1.5mm maverick 2 balloon through an unknown manufacturer's guide catheter, but was unable to cross the target lesion. The tip of the balloon became stuck to the calcified lesion and force was used to remove the device. Upon application of force, a shaft fracture occurred between the proximal and distal shaft. The fracture was contained within the guide catheter and the device was removed without leaving any of the device in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty and a shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician advanced a 20x1.5mm maverick 2 balloon through an unknown manufacturer's guide catheter, but was unable to cross the target lesion. The tip of the balloon became stuck to the calcified lesion and force was used to remove the device. Upon application of force, a shaft fracture occurred between the proximal and distal shaft. The fracture was contained within the guide catheter and the device was removed without leaving any of the device in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the maverick 2 balloon catheter was received with no original packaging or other devices. There was a complete separation of the shaft. Both the proximal and distal sections were received. The midshaft was separated 117cm from the strain relief and 22cm from the distal tip. The distal portion of the shaft measured (22cm) was buckled and the distal tip was flared. There is no evidence that the damage was attributable to any product quality deficiencies. The shaft sections at the separation locations appeared stretched and necked down indicating tensile overload. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).